Event description:
It was reported that a user on the ilet system awoke to no alert and experienced hyperglycemia; device context referenced a 23-inch connector and a cartridge, and the event was categorized as high glucose with cause unclear. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and education. Investigation included a complaint review and troubleshooting of the system. Investigation of this case revealed no definitive device malfunction identified and no confirmed connector or cartridge failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.